Event description:
A report was received that a patient's precision system has been explanted. The patient reported that the device is making her leg pain worse whether the stimulation is on or off. The patient reportedly is doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.